Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR), the device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. It was reported that the brush was stuck in the device channel and clips were expelled. The root cause was not identified. Probable cause were presumed to be with the following: the clip was used in the patient procedure. The clip dropped out inside the subject device due to the user¿s handling. The user suctioned without knowing that the clip remained in the device. The clip was caught inside the biopsy channel, for example at k-mount. During the reprocessing after the patient procedure, the clip was discharged when the brush was inserted into the biopsy channel. As stated the probable cause of the reported issue was not likely due to the specifications of the subject device but the user¿s handling of the endo therapy accessories in the patient procedure. The reported failure/issue can be detected by device inspection before use and can be prevented by performing reprocessing according to IFU (instruction for use). The IFU states: all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators. "Brush the channels" ·be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk. The channel cleaning brush (bw-20t) is consumable. The single use combination cleaning brush (bw-412t) is for single use. Repeated usage of these brushes may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the brush is free from any damage or other irregularities before and after use. If a piece of the brush comes off inside the endoscope channel, immediately retrieve it. Confirm that no parts remain inside either the instrument channel or the suction channel of the endoscope by carefully passing a new brush through both channels. Any part left in the channels can drop into the patient during a subsequent patient procedure. Depending on the location of the missing part, the part may not be retrievable by passing a new brush. In this case, contact olympus. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received for evaluation. Device evaluation found that the device biopsy channel was twisted and dented. Deep scratches on distal end cover was observed and the insertion tube was deformed. Scratches¿ found on ¿a rubber¿ glue and loose edges were observed. The insertion tube was found deformed, angulation was out of specifications. The identified parts were replaced, device was repaired. Once completed, the device was tested and passed all required testing and specifications. Based on evaluation findings, the root cause of the reported issue is unknown however, the likely root cause was due to a twisted biopsy channel. The brush stuck in the channel causing the clips to expel likely attributed to the deformed/twisted scope channel unit. The device was repaired and the issue was resolved.

Event description:
It was reported that the brush was stuck in the device channel and clips were expelled. There was no patient involvement reported on this event. No user harm or injury was reported.